Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reverted to an alternate form of insulin therapy. It was also reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy. Customer's blood glucose level was 214 - 356 mg/dl.